Event description:
A physician reported a pt who was originally skin tested on 13 jan 2000 in the right forearm. On 14 feb 2000, the pt was examined by the physician and it was noted the pt had a red, raised, indurated area at the test site. The pt stated the onset of symptoms was 10 feb 2000. There was no flakiness or itchiness noted. The physician believed this was a definite positive skin test. The physician prescribed benadryl. No further medical or surgical intervention was planned.